Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The manufacturer's first level investigation unit confirmed an electrical short of a marbled display on the advantage meter. No actions were reported taken or treatment received. No adverse event reported. The suspect device was returned and replacement product was sent.